Event description:
The customer reported that after connecting the patient to the defibrillator, it would not pace the patient. The customer reported that the users switched to a different defibrillator to pace the patient and there was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.